Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Product was smoking due to the issues with the batter [battery] [device catching fire]. It wont power on - oral-b [device physical property issue]. It wont...charge - oral-b [device power source issue] . Case narrative: consumer via chatbot reported that their oral-b toothbrush handle, type 3758 would not power on or charge and was smoking due to issues with the battery. No injury was reported.